Event description:
A consumer reported that an intraocular lens (iol) has been exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results for the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).